Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery while filling the tubing. The customer also reported a high blood glucose reading of 445 mg/dl. He treated with manual injection. Insulin did not exit with a manual prime and the customer was advised to run a manual prime with the reservoir out of the insulin pump until the piston reached the end of travel, and the insulin pump alarmed for no reservoir. The customer was advised to reinsert the reservoir and push insulin through manually, and stated that insulin did exit, but with greater resistance than normal. The customer was advised that the alarm was caused by the reservoir and infusion set connection and was advised to change the reservoir and infusion set. The reservoir was not returned or replaced.